Event description:
It was reported that patient has seizures every month but now it is more like every week. Sometimes there is an issue with medication compliance where he forgets to take medicine. However, the physician reported the patient seems like he is taking his meds. Vns battery is low, so they are referring the patient for generator replacement the physician reported that the cause of increase in seizures is compliance, vns battery, and intractable epilepsy. The increase in seizures is above pre-vns baseline levels. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that patient had prophylactic generator replacement. The suspect product has not been received by manufacturer to date. No other relevant information has been received to date.